Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and nausea. The customer's blood glucose level at the time of hospitalization first time was 244 mg/dl and the second time was 323 mg/dl. The customer was treated with intravenous fluids and insulin. The urine analysis and blood tests were performed. The customer was confused, had large ketones, and elevated blood sugar. The customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.